Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The date was behind by one day, and the patient does not know when this change occurred. Reported that she does not have to change the time and date when the battery is removed, and that she did not adjust the time and date in pump for any reason. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.